Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2020. A manufacturing record evaluation was performed for the finished device batch pkr595, m655g55 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open-heart surgery on (B)(6) 2020 and the suture was used. When the surgeon was twisting the steel suture, it broke. The procedure was completed with another like device with no patient consequences reported.